Event description:
Customer claimed that the universal arm cuff was too small and she was unable to receive proper readings. Customer went to her doctor's office and they stated the cuff was too small and she needed a larger cuff.